Event description:
On (B)(6) 2009, the pt reported, she continues to have air bubbles where her insulin cartridge attaches to the infusion set tubing. She stated, she will insert a new infusion headset and tubing and about 8 hours later, she will rec'd an e4 (occlusion) error on her infusion device and see the air bubbles. She said she changes her headset every 3 days and has been changing the tubing 4-45 times per day because of the constant occlusion errors. She changes the adapter every 2 weeks and has changed her cartridge as recommended. She stated, she has worked with a trainer, but the issue continues. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.